Manufacturer narrative:
Investigation result: a 2290s product was not available for investigation; however, the customer confirmed that the complaint sample was from lot ta250182. The feedback provided by the customer states that, "occlusion in medication line." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot ta250182 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2290s set in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd tiva/tci set 3-w was occluded. The following information was provided by the initial reporter: occlusion in medication line. During use. A blocked lumen on a 3-way tiva set. Unable to fill the lumen. Immediate action taken: replaced with a new set. Unable to fill the set during medication preparation prior to the patient¿s arrival in the operating room.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.